Event description:
Customer called on (B)(4) 2012 reporting of a fluid leak inside the beckman coulter coulter lh 750 hematology analyzer but was unable to locate its source. Customer was wearing personal protective equipment consisting of gloves, lab coat and glasses at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and no change to patient treatment was attributed to this event. Field service engineer (fse) was dispatched and found a leak at the needle cartridge of the instrument. Fse stated that the needle assembly appeared as if it was becoming separated from the needle bellows. Fse replaced the needle assembly and verified the repairs per established procedures. Root cause of the leak is likely attributed to the needle cartridge becoming separated from the needle bellows.

Manufacturer narrative:
Results: needle cartridge becoming separated from the needle bellows. (B)(4).